Manufacturer narrative:
(B)(4). Other device used: catalog #unk, unknown rotating hinge knee articular surface, lot #unk, catalog #unk, unknown rotating hinge knee tibia component, lot #unk. No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Event description:
It is reported that the patient underwent total knee arthroplasty, and later required above the knee amputation due to failure of the surgical wound to heal. The extensor mechanism was noted to not be working properly prior to amputation.